Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white particle inside the device and delamination diaphragm valve. Leak test was performed, and found delamination in diaphragm valve. A microscopic analysis was performed which identified, delamination total of the diaphragm valve. Based on the device analysis, the final assessment is: delamination total of the diaphragm valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.